Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator failed a step during testing. The device was evaluated by a third-party and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator failed a step during testing. The device was not in patient use. The device has yet to be returned to manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.